Event description:
The physician noted that the suspsnsion needed a readjustment. During the attempted readjustment, it was noted that the suspension lines were eroded. The physician removed the implant without incident.